Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2014 as part of the (B)(4) clinical study. This complaint is being reported based on the event of upper respiratory tract infection (urti) treated with antibiotics. According to the complainant, the patient underwent her third bt treatment to the right and left upper lobes on (B)(6) 2014. There was no device malfunction reported during the procedure. On (B)(6) 2014 the patient experienced asthma aggravation with the symptoms of cough and wheeze. The patient was treated with prednisone and the asthma was reported to have resolved on (B)(6) 2014. On (B)(6) 2014, the patient experienced an upper respiratory tract infection (urti) with the symptoms of cough and wheeze and was treated with z-pak. No hospitalizations or emergency room visits occurred as a result either event. The event of urti is reported as resolved as of (B)(6) 2014. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.78; fev1 % predicted: 94.56; fvc: 3.24; fvc % predicted: 84.60. Post-bronchodilator: fev1: 2.93; fev1 % predicted: 99.66; fvc: 3.28; fvc % predicted: 85.64.

Manufacturer narrative:
(B)(6). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(4). A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu list infection (respiratory), and asthma exacerbation as possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.